Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p), right ventricular (rv) and right atrial (ra) leads, along with another manufacturer¿s ra and left ventricular (lv) leads were being explanted due to infection and erosion. Exposure of the generator and leads was noted and there was vegetation on the valves. The patient was pacemaker dependent, therefore, for the procedure, a pacing catheter was placed through the groin, and another intracardiac lead implanted but connected externally to a pacemaker near the neck area. Overall, the explant was complicated. The first lead to be explanted was another company's lv lead, and it was removed without issue as it had only been implanted a few months. The next lead that was extracted was another company's ra lead. When the lead was removed there was a drop in the patient's blood pressure. It was the physician's impression that at some point, in the past, the lead had perforated the heart and was extra-cardiac. With its removal, pin-sized holes were created in the atrium. A pericardial drain was placed and blood was removed via syringes until the drain clotted off and no further blood could be removed; the patient was doing poorly and coded. Neither of the back up pacing options were able to obtain capture and the patient went between asystole and ventricular fibrillation (vf) for approximately ten minutes until the surgeon arrived. The patient's chest was opened, the patient was stabilized, and epicardial pacing wires were placed. The surgeon then attempted to remove the other ra lead and the rv lead, but in doing so the superior vena cava tore. The surgeon repaired the injury, however, it was noted that the bleeding and oozing would not quit. The patient was transferred to the intensive care unit with an unfavorable prognosis and died in the early morning hours the next day.